Event description:
It was reported by patient that battery appeared to deplete too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and technical support was unable to confirm the reported battery depletion, with no additional corrective actions documented.